Event description:
It is reported that during surgery in 2008, the plastic bag covering the sterile implant appeared to have melted and had adhered to the implant in multiple places. Because it was the only implant of that size at the facility, the plastic was wiped off of the implant by using a sterile wet cloth and was implanted.

Manufacturer narrative:
Evaluation summary: previously addressed supplier issue. The product stated in the complaint was not returned for review. However, this femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some case a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. This condition was caused by a variability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer specification for polyethylene bags has been revised to ensure appropriate composition levels. All product in zimmer inventory that was packaged with the suspect raw material lot was reworked and a field communication was released to heighten the awareness of this potential issue.